Manufacturer narrative:
H3 ¿ analysis of the pump found ¿no significant anomaly ¿ pump motor o-ring wear¿. Analysis of the returned catheter segment found ¿no significant anomaly ¿ catheter body dried drug, blood, or foreign material occlusion¿. Interrogation of the pump upon receipt indicated that the pump was delivering fentanyl (3,000.0 mcg/ml at 1,354.5 mcg/day), bupivacaine (16.0 mg/ml at 7.224 mg/day), and clonidine (70.0 mcg/ml at 31.604 mcg/day). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID 8709, serial# (B)(6), implanted: (B)(6) 2005, explanted: (B)(6) 2023. Product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8709, serial/lot #: (B)(6), ubd: 14-apr-2007, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from an unknown complaint source via a company representative regarding a patient receiving unknown intrathecal medication at an unknown concentration/dose via an implanted pump for unknown indication for use. It was reported that the patient had a catheter and pump replacement on (B)(6) 2023. The catheter was reported to be partially explanted and catheter cut and tied off (no longer in use). Additional information was received from the company representative reporting that patient's weight and medical history were unknown at the time of this report. It was reported as unknown when the issues first occurred and initially reported to the representative by the healthcare provider (hcp) on the day of surgery. The rep reported being notified of the issues that resulted in the catheter/pump replacement on (B)(6) 2023. It was reported as unknown if catheter/pump replacement were due to an issue with therapy or device. The cause of the catheter/pump replacement was reported as unknown. It was also further reported that the catheter/pump replacement resolved the issue.